Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "check again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, "sweating", "trembling", and was unable to self-treat; no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Performed a visual inspection on the returned applicator and cap, no issues were observed. Applicator had fired correctly. Data was extracted using approved software, and extraction was successful. The sensor data was reviewed and a signal low error message along with a drop in glucose and temp values were observed, indicating that the sensor had terminated on body due to improper insertion of its tail. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "check again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, "sweating", "trembling", and was unable to self-treat; no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated. Visually inspected applicator and cap and no issues were observed. Visually inspected the sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a failed insertion where a sensor tail was unsuccessfully applied to the user¿s body. This led to the tail having contact with surface blood or interstitial fluid creating a passed insertion check and limited historical log data before the puck terminated its function as designed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "check again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, "sweating", "trembling", and was unable to self-treat; no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.